Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Based on the information received the cause of the event cannot be determined; however, patient factors may have contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards implant patient registry received information that a 21mm aortic valve implanted 7 years, 10 months, was explanted due to patient prosthesis mismatch and high gradient. The patient had severe aortic stenosis. The explanted device was replaced with a 25mm valve. Patient tolerated the procedure well and was taken from the operating room to ICU in stable condition. The patient was discharged in good condition on pod #7. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".